Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a no-image issue during an inspection prior to use with an olympus rigid video laparoscope. The customer suspected that the no-image issue was caused by fluid intrusion. There was no patient injury reported.